Event description:
Technician alleged that the brake casters would ratchet. No patient impact.

Manufacturer narrative:
The technician found the case to be worn brake casters. The technician replaced the brake casters to resolve the issue.